Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the anterior descending branch of the artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the stent was implanted, it could not be automatically withdrawn after being delivered into place. It was found that the guidewire and the ivus catheter had become twisted as the catheter was withdrawn from the body. The procedure was completed using another device of the same type. The patients condition following the procedure was stable, and no complications were reported. It was further reported that no damage was noted on the guidewire, and the device was removed by pulling it directly.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the anterior descending branch of the artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the stent was implanted, it could not be automatically withdrawn after being delivered into place. It was found that the guidewire and the ivus catheter had become twisted as the catheter was withdrawn from the body. The procedure was completed using another device of the same type. The patients condition following the procedure was stable, and no complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath assembly was kinked and the imaging window was twisted. The guidewire exit port was lifted, and the distal section of the tip was in good condition. Additionally, an auto pullback was performed using the sled, and no connection issues or errors were detected during testing. It was also observed that the telescope retracted normally when the imaging core was fully retracted and fully advanced. Based on the complaint information, the issue occurred during insertion of the device. According to the labeling review, this maneuver is not allowed in the instructions for use. The friction between the rotating drive cable and the imaging window, caused by the constriction over the catheter while being advanced, could lead to the observed twist in the imaging window around the guidewire. Once this happens, it will not be possible to move the telescope due to the excessive friction between the drive cable and the imaging window. For this reason, failure to follow instructions is the assigned cause code for the imaging window twist found. Regarding the lifted exit port, it occurs due to friction between the edges of the exit port and the guidewire, which could have been found during the withdrawal of the device. The fact of the imaging window twisted around the guidewire could entrap the wire making it difficult to withdraw the catheter, leading to an excessive friction that could deform the material of the exit port. Since no deviations were found in the DHR review, it is most probable that the issue occurred during the withdrawal due to the twist of the imaging window. Therefore, failure to follow instructions is the assigned as-analyzed cause code for the deformed exit port.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the anterior descending branch of the artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after the stent was implanted, it could not be automatically withdrawn after being delivered into place. It was found that the guidewire and the ivus catheter had become twisted as the catheter was withdrawn from the body. The procedure was completed using another device of the same type. The patients condition following the procedure was stable, and no complications were reported. It was further reported that no damage was noted on the guidewire, and the device was removed by pulling it directly.